Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones in an unexplained pattern. An interrogation of the ICD noted it was programmed to 'off mode' and no fault codes were stored. Guidant received additional information that the ICD was programmed off at a surgical procedure one month prior and had not been programmed back to monitor + therpay.